Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User's parents stated that about a month ago, the user stated the processor was broken. They noticed he could hear them but could not understand speech. There is no report of a trauma or accident.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an accident or impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. Reportedly it is possible that the recipient hit his head, however no trauma has been confirmed by the field. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
Caretakers reported sudden loss of speech understanding in the user with the device. There is no report of a trauma or accident. It is stated that there may be the possibility that the recipient hit his head at school; however, the school has not notified the caretakers of an event. The recipient has been reimplanted.